Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose levels. The customer¿s blood glucose levels were 140 mg/dl, 268 mg/dl and 47 mg/dl. The customer reported that they treated low blood glucose level by drinking coke. The customer did not mention any symptom related to low blood glucose level. Customer stated that he accidentally took too much of a bolus, and tried to suspend the delivery of the insulin during the bolus being delivered. Customer stated that his blood glucose went higher due to the coke that he drank after taking the 6.3 units bolus. The customer declined troubleshooting. The insulin pump will not be returned for analysis.